Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging lungs problem, difficulty breathing/short of breath there was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. In the previou follow-up report, section h6 investigation findings was incorrect it has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged difficulty breathing and shortness of breath. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal investigation showed that the presence of dust/dirt contamination on the hot plate of the humidifier, blower box, outlet iso port of the humidifier, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed. Mineral deposits on the flip lid seal and inside the humidifier water storage tank are consistent with the use of non-distilled water in the humidifier. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found error code is e-200. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in the base unit. The presence of contamination within the airpath, suggests a source external to the device. Section h6 were updated in this report.